Event description:
It was reported that patient was undergoing s stage one hip mold procedure on (B)(6) 2012. Upon opening the head mold, the surgeon noted that the internal taper in the cement mold head was not in the correct position. The surgeon elected to cut open the the mold, reposition the taper, and then held the mold together as it was filled with cement. The procedure was completed without significant delay.

Manufacturer narrative:
Implanted date - the antibiotic spacer was implanted. The mold was discarded. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Eighteen (18) of the thirty-seven (37) units from this lot have been implanted with no other reported issues for this lot.